Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having mistlif spinal therapy. It was reported that the legacy screw tulip head had been separated from screw body. While implanting the product to patient body the surgeon found some discrepancy on checking at c arm images. The damaged screw was immediately explanted from patient body. And another screw was placed. There was no patient symptom reported. There were no further complications reported regarding the event. Allergies: not known chief complaints and duration: lower back pain radiating to b/l lower limb (l>r) for last 5-6 months. History of presenting illness: (B)(6), female, klclo htn, dyslipidemia, presented with lower back pain radiating to b/l lower limb (l>r) for last 5-6 months which are progressive in nature. No h/o fall, trauma, loc, convulsion, nausea, vomiting, chest pain limb weakness. Bowel and bladder habits are normal . MRI revealed l4-l5 listhesis. Past medical history: klclo htn, dyslipidemia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.